Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer-reported issue of monopolar energy not functioning and resolved it by replacing the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs, which logged errors m-02 and c-82 on 09-oct-2025, along with an additional 2-8a error. Visual inspection revealed light scratches on the inner grey bezel and the top of the heatsink. When erbe tested on the well-known system, the unit displayed errors 4-87, 1-71, and c-71 at startup, with error c-71 recurring on 28-oct-2025. An unusual vibration noise was also noted during the first startup. Examination in testing point (tp) relays showed relay 1 reading 1000 instead of 0000, and relays 3 and 4 not updating their status. Additional errors m-02, c-00, and m-0b were found in the erbe logs. On the second startup, no errors or abnormal noises were observed, and all tp relay functions appeared normal. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of the customer reported issue is attributed to a faulty component of the erbe generator. These errors indicate a module timeout issue and, therefore, the activation was interrupted. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that monopolar energy did not function following a procedure. The customer attempted to resolve the issue by rebooting the erbe and replacing the energy cable, but these actions did not correct the problem. The instrument was not replaced, and the system was subsequently moved out of use until further checks could be performed. The customer was unwilling to use the system until it could be inspected. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the contact person requested the representative who supports this site to reach out to the clinical site. No information was gathered regarding the procedure.